Event description:
It was reported to manufacturer by the vns pt's wife that the pt was hospitalized due to a "constant seizure". The reporter indicated that over the week prior, the pt was experiencing an increase in seizure activity. Additionally, it was reported that the pt's vns device had not been checked in the last three months, and they were trying to locate a new neurologist. Further follow up with the pt's new neurologist revealed that the pt was experiencing seizure clusters, which were not completely unusual for the pt, and this is the reason for the hospitalization. The physician stated that diagnostic testing was performed on the device following the hospitalization, and revealed normal device function. The output current was subsequently increased. When the physician saw the pt following the hospitalization, the pt was stable. The physician indicated that the pt has refractory epilepsy and that his seizures are difficult to treat.